Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 26-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. On (B)(6) 2020 the patient reported that starting on (B)(6) 2020 she began having withdrawal symptoms which consisted of being itchy and twitchy. Due to this she had two dye studies completed (one with x-ray and one with a CT scan) and both dye studies had shown that there was nothing wrong with the catheter. The first dye study was on (B)(6) 2020 and during that one ¿the dye pushed out of the catheter and I got baclofen going back into my spine¿ and she was overdosed, and her legs couldn¿t support her anymore. She stated, "I got some good sleep, I hadn't slept for a while". The second time (date not reported), the same thing happened where the dye was pushed out of the catheter and several hours later ¿same thing, I couldn¿t support myself again¿. She stated that her neurologist informed her that it meant she was getting medication and it wasn¿t an issue with the catheter. She then had her medication increased 10% more than what she had been using for several years to help with the withdrawal symptoms and she was taking oral baclofen every 6 hours around the clock. Her physician added 2 boluses so she tried a midnight bolus and a 6 am bolus so she wouldn¿t have to get up to take the oral baclofen and to see if she felt different when she got up because when she got up she had a lot of spasms. This had all occurred recently but looking back she had noticed things had changed since christmas and she didn¿t know if it was because she just didn¿t sleep well or because she was more tense. She was not getting relief from either of the boluses and she was ¿not any less weak, not noodle legged (as I call it when I can't support myself)". She stated that she should be "really weak" when she gets up at 7 am, but she was not, and she was having severe spasms. Due to all of this she had been concerned that there was an issue with the catheter and/or pump. She stated that she had a "cdc test and a urinalysis" due to this and "everything looks the same as last year". The pump reports had been checked and indicated no problems and she was not hearing any pump alarms. She was wondering if there could be something going on with the pump that it was not reporting. She stated that due to all of this, she was considering having the pump replaced. No further complications have been reported as a result of this event.